Event description:
It was reported on that a pt with an ivc filter presented with leg swelling. A CT and a venagram demonstrated that the filter had tilted approximately 45 degrees and migrated caudally approximately 2 cm. Imaging also demonstrated significant clot above and below the filter. The pt underwent thrombolysis, followed by implantation of a competitor's ivc filter in a suprarenal position the same day. An additional procedure, mechanical thrombectomy, was performed. The pt is scheduled for additional thrombolysis, and the first ivc filter, which was implanted in an infrarenal position, will be retrieved.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. To date, it is unk whether or not the filter was retrieved, the event investigation is currently underway.